Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s daughter reported via phone call that the customer¿s insulin pump plastic part around the threading of the reservoir is broken off and they are not sure if the customer is getting any insulin, because the blood glucose was 260 mg/dl over the weekend and they were at the doctor¿s office and high blood glucose was treated with bolus thru the pump. Insulin pump is returning for analysis.

Manufacturer narrative:
Pump passed displacement test, operating currents, selftest, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Unit received cracked case at display window corner and broken reservoir tube lip. Test reservoir lock properly inside the reservoir tube. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.